Manufacturer narrative:
The failure investigation has been completed and based on the analysis, the reported issue against the wall adapter and charging cable was not able to be verified due to the wall adapter not being returned for investigation. The alleged charging supply issue was unable to be verified due to the charging supplies not being returned for investigation

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the charging supplies was hot to touch. Reportedly, the pump was charging during the event. The customer was using non-tandem charging supplies to charge the pump. There was no adverse impact to customer's blood glucose level. Customer reverted to an alternate tandem insulin pump for insulin therapy.